Event description:
Caller reported the patient has experienced elevated blood glucose levels for two weeks. Caller stated that correction was taken via the infusion device after accessories were changed; no success. Caller reported patient's mother noticed dampness in the cartridge compartment; no further information available. Caller stated on (B)(6) 2014 in the morning, patient experienced elevated blood glucose level of 450 mg/dl, nausea, and vomiting. Caller reported patient's mother drove him to the hospital; treatment received was not provided. Caller stated patient is currently receiving stationary treatment. Caller reported on (B)(6) 2014, patient changed to the backup infusion device; perhaps can leave hospital tomorrow. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).